Event description:
Medtronic received information regarding an external monitoring device. It was reported that there was a rupture with detachment of the device under the liquid collection sump. There was no reported impact to patient outcome.

Manufacturer narrative:
No device has been returned for analysis. If information is provided in the future, a supplemental report will be issued.